Manufacturer narrative:
Device evaluation: the products were not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. The complaint is non-verifiable for the reported failure. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use: this devices are used for treatment. Potential cause this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. With the given information, the definitive cause cannot be determined. Reference report 3004788213-2020-00253.

Event description:
It was reported that a plate was difficult to install into the mating cage and the cage was found to be broken after both pieces were removed intra-operatively. A new cage was installed, the awl was used to create the pathway for the plate, and a new plate was installed without issue. There were no reported patient impacts.this is report one of two for this event.